Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during a follow-up appointment an error message was displayed on the programmer. The programmer is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that during a follow-up appointment an error message was displayed on the programmer. The programmer is still in use. No patient complications were reported as a result of this event. It was further reported that after the programmer was reset, telemetry could be established with the implanted pulse generator (ipg).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.